Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook is currently available. Section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Analysis of the submitted log files confirmed the report of driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. The submitted system controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The log file captured persistent driveline power fault alarms beginning on (B)(6) 2021 at 22:09:53. No interruption in pump function was observed, and no other findings were identified. The pump appeared to operate as intended at the set speed. Multiple requests for additional information regarding this event were sent to the account; however, no further information has been provided and the products have not been returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing driveline power fault alarms. The alarms remained active on both battery and ac power.